Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - supplemental report. The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2011, with the following findings: the meter and test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged issue first began. The patient claimed she obtained blood glucose results of "400 and 52mg/dl" with the subject meter, performed more than 20 minutes of each other. The patient manages her diabetes with insulin (self adjuster); however, the patient denied taking any action in response to the alleged meter issue. As a result of the alleged issue, the patient claimed she developed a symptom of blurry vision at an unknown time later. The patient indicated she administered self-treatment by consuming food and/or drink at an unspecified time later. According to the csr's documentation, the patient tested her blood glucose with another device; however result and date/time of test are unknown. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.